Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 461 mg/dl at the time of the event and patient got treated with intravenous (IV) insulin drip. The duration of hospitalization was greater than 24 hours. Patient was experienced the symptoms of sick/unwell, headache, and extremity pain/cramps. Patient was also found positive for ketones level. Ketones level were 160 mg/dl at the time of the event. No further information available.